Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: when the surgeon closed the endocath, the bag closed fine. The specimen was pulled out with the bag as well as the instrument. All was well. However, the resulting plastic from the bag (left on the end of the instrument covering the metal ring after the bag is closed and removed) detached and fell into the patients abdomen. It was discovered and removed from the patient. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc. No delay in surgical time over 30 minutes.